Event description:
On (B)(6) 2012, the pt reported that her infusion set was leaking at the top of the headset. She smelled insulin and could feel wetness on her abdomen where the infusion site was located. On (B)(6) 2012, the pt woke up with a blood glucose level of 24 mmol/l (432 mg/dl). Her normal range is 4.5 mmol/l (81 mg/dl). The pt was nauseous and lethargic. The pt changed her infusion set and bolused via the infusion device to correct the elevated value. The infusion set was replaced. The used infusion set was discarded and therefore cannot be requested to be returned for eval. The pt did not require medical assistance from a healthcare professional or second party to address the issue.